Event description:
During routine testing of the device at the service center, the service technician reported a bent I/o panel. The monitor was originally returned for the touch screen not functioning as expected when the bent I/o panel was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.